Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition: data acquisition pcba adc reference failed. There was no patient harm reported.

Manufacturer narrative:
Patient/user involvement: no patient harm reported. Follow up attempts were made to obtain patient information. If information is received, the complaint will be updated. Resolution and disposition: follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.